Event description:
Customer alleges discrepant results with meter compared to lab: pt 1, date: (B)(6) 2011, inratio: 1.8, lab: 6.2. Pt 2, (B)(6) 2011, 3.3, 7.4. Pt sent to ER for lab result with rectal bleeding.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: pt: a, date: (B)(6) 2011, inratio: 1.8, reference: 6.2, mean: 4.0, confidence limits: 2.3-5.7; b, (B)(6) 2011, 3.3, 7.4, 5.35, na. The mean of the inratio meter and comparative system inr were calculated. For a, both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. For b, the mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l investigation is required. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is required. Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria without reference to pt's condition and timing between comparisons. No strip lot info was available. No product was expected to be returned. Root cause could not be determined from the info provided by the customer. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.